Manufacturer narrative:
(B)(4). Batch # m52p88. Conclusion: the analysis found that one pve35a device was returned in good visual condition and with one vasecr35 cartridge loaded on the device. The reload was received fully fired and with cartridge deck damage. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Upon further evaluation, the device was noted to be nonfunctional due to corrosion on the bulkhead contacts. One possible cause for this condition may be the exposure of cleaning solution. No further functional testing was performed due to this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a liver procedure, a stapling defect on the suprahepatic vena cava has been reported. The cartridges vascular reload had been inserted in the device. The event led to a very important bleeding (hemorrhage) of the patient. The device was used without cutting to treat the bleeding.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: what is the current patient status? 2 days after surgery the patient was fine. No specific care. What type of liver procedure was being done? Unknown. On which firing did the event occur? Unknown. During cutting and stapling of the hepatic vein. Please explain what is meant by, there was a stapling defect? The device cut without stapling. The staples were not formed they remained opened. What was the appearance of the deployed staples? Opened staples. The staples did not have the proper b-form shape. What interventions were done to address the bleeding? Clamping of the vena cava in order to proceed to anastomosis of the hepatic vein with a suture. How much blood was loss (ml)? 1800ml. Did the patient require a blood transfusion? If yes, how many units were administered? Yes, 2 bags during procedure. Please explain what is meant by, the device was used without cutting to treat the bleeding? This is not clear. An ats45nk was used to complete the procedure. Did the post-operative care change based on the event? If yes, please explain in detail. No was the tip visible at the time of firing? Unknown. Were there clips used in this surgical procedure? No. Was there any extraneous tissue between the 0 indicator and the tip of the device? Unknown. Intra-operative photos were received. The photos of the staples show malformed and unformed staples. Unfortunately, the photos do not provide evidence as to what may have caused the reported issue. Based on the photographic evidence, the event description cannot be confirmed.